Event description:
While in use during an orthopedic surgery, a pds*ii 2-0 sh 27-inch suture broken in half. Both pieces retrieved. Continuous x-ray being performed during procedure with no concern for retained pieces.